Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. In addition, follow ups to the customer to gather additional information regarding the event reported has been made and still in progress. To date, no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported by the customer, for the fourth time not even in 6 months, the bending is too loose. This issue was noticed during interventions, but without consequences to the patient. According to the report, this complaint is mainly raised because of the frequency of the issue coming back on this same scope. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the insufficient angulation could not be identified. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "inspection of the endoscope - inspection of the bending mechanisms - if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." In addition, the following non-reportable malfunctions were found during the device evaluation: guide plate deformed, coil pipe stopper detached, less angulation and knob play, insertion tube worn, and trace of physical stress at distal end. Olympus will continue to monitor field performance for this device.